Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used during the implant procedure. While connecting the lead to the ventricular port it was noted by the physician that there was an issue with the screw in resulting in inability to pace. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a grommet issue. The returned device indicated the set screw was found in the connector bore and that the returned device indicated a damaged set screw. The analyst indicated foreign material on the bottom of the ventricular grommet, ventricular setscrew obstructing ventricular port and damage to the top of ventricular setscrew.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.